Event description:
The customer reported that while the pump was in use on a patient the unit lost power. The customer replaced the pump and continued therapy. No patient injury was reported.

Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company representative examined the pump and could not duplicate the event. The expired safety disk was replaced. The system was tested to factory specifications. It functioned normally and was returned to service. A supplemental medwatch report will be submitted if additional information becomes available.